Manufacturer narrative:
The t:slim user guide states to replace the cartridge every 72 hours if using novolog no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. After an alarm, the customer would just resume insulin delivery. After the 6th alarm, the customer changed the cartridge, infusion set tubing and site. Reportedly, the customer had used novolog in the cartridge for 6 days. The customer's blood glucose (bg) level was 350 mg/dl and a correction bolus was delivered to address the bg level.